Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the ipg flipping in the pocket. As a result, the ipg pocket was relocated on (B)(6) 2019. Therapy was restored post-op.